Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual analysis of the components has indicated the presence of a wear patch and wear stripe on the bearing surface of the femoral head, and a wear patch on the acetabular cup, the latter of which is located towards the superior rim. These features are often a sign that there was a degree of edge loading or rim contact of the cup, or subluxation of the components, mechanisms which could be a consequence of sub-optimal positioning or a degree of joint laxity within the patient. In this instance, the inclination angle was measured to be greater and the anteversion angle to be less than the respective recommendations within the relevant surgical technique. The stem was also noted to be in 2° of valgus. The effect of this positioning would likely have caused a disruption of stresses through the system and may have resulted in these observations. This may have been further encouraged by the potentially high loading through the joint due to the weight of the patient which, according to their bmi, is within the overweight category. The scratching and indentations observed on the bearing surfaces of the head and cup are likely a result of the presence of a third body at this interface; the source of this debris however is unclear. Together with the edge loading and hence a breakdown in the lubrication of the joint, these factors were likely to have contributed to the elevated co ion levels detected in the patient's blood, as well as the observations made following the MRI of features that were consistent with armd. Note that the cr levels were detected to be below the limit defined in mda/2012/036. The female taper of the femoral head has some black residue on its surface, which indicates that a fretting or galling process was active. This suggests that there was micromotion at the taper interface, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. The redlux measurements have also highlighted wear at this interface, which would further support this. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04546 / 04547).

Event description:
It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2013 due to armd. During the procedure, a posterior thick-walled collection containing metal staining, fluid, and caseous material; a capsular structure across the top of the acetabulum; black staining around the femoral head; well-fixed femoral head; an area of lysis; and loss of anterior wall bone were noted. All components were removed and replaced. Reported from (B)(4) laboratory.